Event description:
The customer reported that the electric cord emitted sparks and smoke. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire, along with significant evidence of misuse.

Manufacturer narrative:
The customer reported that the electric cord emitted sparks and smoke. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire, along with significant evidence of misuse. Cord breakage usually occurs when the cord is repeatedly bent at a sharp angle near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.